Event description:
A customer reported a system message displayed during photocoagulation surgery. The laser indirect ophthalmoscope (lio) fiber seemed to be weak in transmission and they had to turn up the power to a much higher setting than normally used. There was no delay or patient harm reported.

Manufacturer narrative:
The company representative examined the system and found the system could not calibrate due to low power from the laser cavity. The system did not meet product specifications. The company representative advised the customer that a new laser engine would be needed to repair the system. The customer stated they would call if they decided to proceed with the repair. The customer did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports this system. The root cause cannot be determined conclusively. (B)(4).